Manufacturer narrative:
Concomitant medical devices: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the patient was getting stimulation in the wrong area. Reprogramming was attempted. The lead was not in the correct location. It was reported that the leads had migrated to the wrong side at implant on (B)(6) 2016. A revision surgery was planned for (B)(6) 2016 the patient was reported to be alive with no injury. If additional information is received, a follow-up report will be submitted.